Event description:
Event description cpi received information that this large patch lead was removed from service. The implantable cardioverter defibrillator (ICD) and lead system was exhibited inadequate r wave amplitude measurements. The physician elected to perform an invasive procedure and cap the lead due to a 'crinkled patch lead'. All the leads were capped and replaced with an endotak lead.